Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient's vision was not good. Clinical reason being mentioned as blurred vision. The iol was explanted and exchanged with a non company intraocular lens in the secondary implant procedure. There was no further impact to the patient. There are two medical reports associated with this patient. This file belongs to right eye.